Event description:
A pediatric patient was undergoing continuous renal replacement therapy (crrt) on a prismaflex machine. A medical professional reported the patient had an excess fluid removal as a result of a leaking effluent bag. The patient became hypotensive and was treated with albumin, transfusion of prbc's, and administration of a vasopressor. The patient stabilized and crrt continued.

Manufacturer narrative:
The a6001 5l effluent bag was discarded and not available for an evaluation. The lot number of the product is unknown and therefore a device history investigation was not conducted.